Manufacturer narrative:
Intuitive surgical inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to control the left and right rotation of the 8mm fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.